Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device #1of 2: reference MFR. Report:3006705815-2017-00086. The patient has two ipg's; a pns and scs and the manufacturer is unable to determine which ipg is pns hence both are reported. It was reported the patient is experiencing discomfort at the ipg site after losing weight. The patient underwent surgical intervention on (B)(6) 2017 where the pns ipg was buried deeper into the pocket the issue has been resolved.